Event description:
The sales rep reported that marker tip was sheared during breast bx stereo case with dr. (B)(6). Device was not available for return.

Manufacturer narrative:
(B)(4). Investigation summary: the device was not returned for analysis, which presented a full investigation and analysis of the root cause. However, based on our knowledge of the device design and its prescribed use, the most likely scenario is that the user removed the marker applicator separately from the biopsy probe. Tip shear has been identified as a potential risk whenever the applicator shaft is removed through the biopsy probe. Our mammotome vacuum assisted biopsy probes contain extremely sharp edges along the aperture opening to effectively excise tissue. Removing the applicator shaft creates the possibility of the applicator catching on one of these edges and shearing. As a mitigation step to address this risk, we provide contraindication language and instruction within the instructions for use: warning: failure to align the mammomark applicator as specified may result in improper deployment of the collagen plug and possible tip shear. Warning #10. Remove the mammomark applicator and the mammotome biopsy probe together as a single unit from the site and obtain images to confirm marker placement. Through follow-up discussions between the company's medical director and dr. (B)(6), it was determined that the tip shear occurred when the marker deployment plunger was removed separate from the probe.